Event description:
Pt was found in room apneic and pulseless. A code 500 was called. The pt remained pulseless and was asystolic on the cardiac monitor. Pt was then intubated, received multiple doses of epinephrine and one dose of atropine, but the pt remained asystolic and pronounced dead. Immediate cause of death was listed as cardiopulmonary arrest. During the code procedure, the defibrillator would not produce an EKG waveform on the monitor and displayed a "leads off" message despite lead wires being in place. A second defibrillator was retrieved. The time needed to retrieve the second machine was not documented but did not contribute to the pt's death. The pt was asystolic at the start of the code and remained asystolic throughout it until pronounced dead. The code began at 1950 and ended at 2005.